Manufacturer narrative:
(B)(4). Product returned and evaluated with no problem found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-135mg/dl fasting. Verified test strips expire 07/15/2015. Confirmed customer's test strips are being stored properly and opened vial date 11/10/2015. Customer performed a back to back blood test 170mg/dl and 159mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:"lo".